Manufacturer narrative:
Additional devices listed in this report: cat 6020-3535 accolade 132 size 3.5 lot code 40621706; cat 1235-2-502 restoration ¿ adm. Cup w/ha lot code g2954497; cat 6570-0-028 delta v-40 ceramic head 28/-4 lot code 41010504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the devices remain implanted.

Event description:
It was reported that dob: (B)(6) 1956; left hip; ae for hip pain, uncertain if related to device. Treatment: trochanter smoothing and periost plastic, resolved (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient pain involving an adm liner was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Update: per first request response dated 01-oct-2014, no devices were explanted.

Event description:
It was reported that dob: (B)(6); left hip; ae for hip pain, uncertain if related to device. Treatment: trochanter smoothing and periost plastic, resolved (B)(6) 2014.